Event description:
Generator product analysis was completed. The product analysis lab confirmed proper functionality of the pulse generator in its ability to provide appropriate programmed output currents. The report of continuous stimulation was not duplicated in the product analysis lab. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The generator was confirmed to be at ifi (intensified follow-up indicator)=no condition. There were no performance of any other type of adverse events found with the pulse generator. Per the generator data, review of the diagmagnet history indicated that the patient experienced frequent magnet activations. 5 magnet activations occurred on (B)(6) 2019 at 14:31:26, 3 activations at 14:36:46, 1 activation at 14:41:02, 1 activation at 14:42:06, 1 activation at 4:22:22, and 2 activations at 4:23:26, and 2 activations at 14:31:26.

Event description:
Patient experienced 3 hours of continuous stimulation after encountering a large magnet force while at work. The event was stated to have damaged the patient's generator. The patient used his magnet to stop the stimulation and reported not feeling stimulation again after doing so. The patient underwent generator replacement surgery. The explanted generator has been received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.